Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.

Event description:
The customer stated that he was treated by paramedics twice due to hypoglycemia. The customer's blood glucose reading at the time of the report was 206 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement test passed. Nothing further was reported.